Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse tested the vacuum pump and found the pump was not turning on and causing the vacuum errors. The fse replaced the vacuum pump and performed service mod; ultrasonic was adjusted to fixed 197 voltage. Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and stated to the customer technical support (cts) that there were multiple vacuum under limit errors in the event log. The issue was associated with the access 2 immunoassay system. Cts had the customer check all of the connections on the fluidics tray, wash buffer, liquid waste and waste air filter bottles; no issues were noted. Cts had the customer test the vacuum system; the test failed. The customer stated to cts that the liquid waste container had overflowed and spilled onto the counter, into the waste filter bottle and under the analyzer. There was no report of injury to the user. The customer did not seek or need medical attention.